Event description:
On (B)(6) 2012 customer reported a leak of clear fluid at the right side of the hmx cap pierce instrument. The leak was approximately +5 ccs and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and replaced the tubing at pinch valve 43. Fse noted that the leak was caused by a pinhole in the tubing. Service activity was verified to meet the specified requirements per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).